Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator was pulled from inventory and interrogated. It was reported that the crt-d was found with a battery voltage reading of 3.10v (the gas gauge was not at bol, beginning of life).